Event description:
It was reported the patient developed an infection. The lead was removed. The right atrial lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2014. Of note, the reportable malfunction and/or serious injury (infection) is normally submitted via an alternative summary report submission that would have been submitted on (B)(6) 2014. Information was subsequently received on (B)(4) 2014 and revealed the lead tested out of specification. This event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly report. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).